Event description:
Additional information received reported the pump had been filled on 09(B)(6) 2012 and the next appointment had been set for (B)(6) 2012 at which time the patient was a "no show". It was noted the patient was 11 days not 21 days overdue. The patient was refilled on (B)(6) 2012. The nursing home reportedly "dropped the ball" and did not bring her. The patient had two previous refills on (B)(6) 2012, she was late to the appointments but did not miss the refills. It was reported the patient was asymptomatic, doing well and that there had been no issues. It was noted no troubleshooting had been done because there was nothing wrong with the pump. It was later reported the patient's health care provider had not yet decided what they would do at this point. Oral medications were likely to be the permanent course of actions. It was noted the patient was "not really in a way" that she could undergo surgery even if it was just to remove the pump.

Event description:
It was reported that the patient experienced baclofen withdrawal due to a missed pump refill. The reporter stated that the patient had been in a nursing home for the past year and the nursing home missed the patient's refill appointment. The reporter stated this had happened twice before where the nursing home missed the patient's refill by one or two days (refer to manufacturer report #s 3004209178-2012-11878 and 3004209178-2012-11879). The patient was 21 days past her refill appointment and the pump had run dry. No alarm was heard. The reporter stated that the patient was "acting strange" and the next thing she knew the patient was in the emergency room (ER). The patient was "fine" that morning; however, the patient was admitted to the hospital later that day for baclofen withdrawal. At the time of the report, the patient was hospitalized in the intensive care unit (ICU). The withdrawal symptoms began (B)(6) 2012. The patient could not present to have the pump refilled due to being in the ICU and the doctor would not present to refill her pump. The reporter stated "she's in here dying of what is going on with this." At the time of the report, the patient was taking oral baclofen and her vital signs were good. The reporter stated that the patient cannot handle another surgery because of her health and inquired into filling the pump with saline and leaving it implanted. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).